Event description:
After removal of the cautery pad, it was noticed the area to the outside of the pad was more red than usual and two areas had what appeared to be blisters or skin tears. At the most recent clinic appointment the patient had three nickel-sized burns on the left lower back that were scabbed over, dry and healing well.======================manufacturer response for cautery pad, pad, grounding adult (per site reporter).======================manufacturer is opening a product complaint - has been very good to work with regarding this issue. Investigation is ongoing at this time.